Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient's mother reported the meter did not give the correct bolus advice on the patient's meter. Mother stated patient was able to self- treat; no outside assistance was needed. Mother reported the patient tested and received the reading of 240 mg/dl; meter recommended a correction of 0.4 units of insulin. Mother stated she calculated the recommendation on her own and the correction bolus should have been 2.75 units. Mother also stated meter was recommending too much insulin. Mother stated meter gave a recommendation of 11 units for patient's lunchtime when it normally recommended 10 units for lunchtime. The mother stated the meter and pump setting had been recently changed. No adverse event reported. Requested return of the alleged meter and replacement was sent.